Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The reported guide wire and the concomitant microcatheter were returned for evaluation. The returned guide wire had no significant damage such as bend other than ptfe coating damage. The ptfe coating was intermittently and linearly scraped off approximately 22-130 cm from the proximal wire end. The returned catheter had its shaft bent at approximately 30 cm from the proximal catheter end; the bent segment of the catheter shaft turned white. An unused wire of the same brand was inserted into the catheter to evaluate wire sliding ability; the sample wire could not go further than the shaft distal to the catheter connector due to an occlusion in the catheter lumen. The guide wire was then inserted from the catheter tip. A green substance was pushed out of the catheter. The green substance was microscopically observed. It revealed that the green substance was a pleated strip of polymer; therefore, it was concluded that the green substance was a ptfe coating fragment. The returned guide wire was then inserted into the microcatheter. This time, the guide wire could pass through the catheter lumen with resistance felt at the bent segment of the catheter. No extra damage was observed on the guide wire. Referring to known similar cases of ptfe coating damage, an unused guide wire of the same brand was intentionally inserted into a metal inserter at an angle so that the edge of the metal inserter would contact the ptfe coated wire surface in order to replicate the peeling of the ptfe coating. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. The appearance of the scraped ptfe coating was similar to that of the green substance that came out of the catheter lumen, a long strip that was folded in accordion pleats. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that the ptfe coated surface of the subject guide wire was scraped by the edge of an inserter. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, a possibility could not be ruled out that some fragments might still be left in the anatomy. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] never use metallic cannula or metallic sheaths for insertion and withdrawal of the guide wire. [Otherwise, the surface of guide wire may be damaged significantly.]; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during a ppi to treat a moderately calcified lesion in an unspecified lower extremity artery. The guide wire was used with a non-asahi microcatheter. Strong resistance was felt when the guide wire was being manipulated inside the catheter tip that was slightly bent. The physician removed the guide wire from the anatomy when damage of the ptfe coating of the wire was recognized. A new guide wire was replaced to resume the ppi. The ppi was successfully completed with reestablished blood flow. No particular intervention was taken against damaged ptfe coating. The patient was reportedly without problem after the ppi.